Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found. Analyst comments indicated that the helix was able to be extended/retracted and turns within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure at the initial placement of the lead the lead's helix had extended smoothly while rotating the proximal pin end of the lead. Due to unsatisfactory sensing/threshold numbers through the analyzer the lead was repositioned and during extension of the helix in the next location, the helix popped out instead of a smooth, gradual extension. Because the helix popped out, the implanting physician did not want to implant this lead. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.